Event description:
It was reported that the customer experienced cgm error 42. There was no reported impact to the customer¿s blood glucose level. The customer planned to call back upon returning home to reset the pump. Upon follow up cts provided complete pump reset information. Cts walked caller through pump reset. After pump reset the cgm error code did not display. Caller successfully started their sensor session.